Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5 the device was not returned to olympus for inspection therefor the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. During the procedure repeated attempts were made to restart the equipment, empty the equipment 's residual gas, inspection of the pipe connections, the issue was not resolved after all these operations. The procedure was terminated early without causing direct physiological damage to the patient, whose vital signs remained stable during the operation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device during a therapeutic laparoscopic adenomyoma removal procedure, the pneumatic insufflation device continuously alarmed indicating abnormal carbon dioxide supply, resulting in the inability to maintain normal pneumoperitoneum pressure. There were no reports of patient harm.